Event description:
The customer reported that the leg extension would not release properly. There is no report of staff or pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension release mechanisms were replaced. The system was then found to be operating as intended.